Event description:
Reportedly, during follow-up, the statistics were not displayed in summary screen while they were displayed in a more detailed screen. This was not observed opening the file saved during this follow-up.

Event description:
Reportedly, during follow-up, the statistics were not displayed in summary screen while they were displayed in a more detailed screen. This was not observed opening the file saved during this follow-up.